Manufacturer narrative:
(B)(4).

Event description:
It was reported that before an unknown procedure, the product was shipped with damaged package. It compromised the sterility of the product unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.